Event description:
It was reported that the patient's artificial urinary sphincter (aus) was not functioning properly, and the patient experienced recurrent urinary incontinence. A surgical procedure was performed, during which fluid loss and the presence of blood within the system were identified due to a hole in the cuff tubing. The aus was explanted and replaced with a new aus. No additional patient complications were reported.

Manufacturer narrative:
Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 1100743847. Model/catalog description: control pump fgs iz. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72400025. Serial number: n/a. Batch/lot number: 1100878442. Model/catalog description: balloon fgs 71-80 cm. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, the conclusion code of known inherent risk of device was assigned to this investigation.